Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The subsequent treatment appear to be related to circumstances of the procedure. The patient effects of stenosis and occlusion are listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the calcified left common femoral artery using a prostyle device using the pre-close technique via an 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 14f, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed sutures. Reportedly post procedure, following angiography, 70 % stenosis in the left common femoral artery was observed. A crossover was performed from the right side common femoral artery, using a dilation device, to treat the stenosis, and blood flow was restored. 30% stenosis remained, and was left alone and will continue to improve. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.